Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis abdominal pain and fever, sepsis and lactic acidosis. There is no documentation in the file to show a causal relationship between the event and any fresenius product. There is no allegation of a machine malfunction or leak related to this reported event. Additionally, the pdrn states the peritonitis is related to touch contamination, a breach in aseptic technique. This is supported by the culture results of staphylococcus epidermidis, a bacteria from the skin of the patient and the most frequent causative agent involved with infections of indwelling medical devices such as catheters. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the peritoneal dialysis registered nurse (pdrn) that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient presented to the pd clinic for a monthly lab draw and reported abdominal pain, cloudy effluent and fever (101.1°). A pd effluent culture was drawn and the patient was started on ceftazidime 1 g for 14 days (route and frequency unknown) and cefazolin 1 g for 14 days (route and frequency unknown). The culture results received three days later and were positive for staphylococcus epidermidis, a skin contaminant. Improper aseptic technique was suspected as the cause of the peritonitis. It was reported that the patient has artificial fingernails which she believes contributed to the peritonitis. The patient has since be re-educated on proper aseptic technique. The patient continued antibiotic therapy. Two weeks later the patient presented to the emergency room (ER) with weakness, fatigue and not feeling like themselves. The patient also reported some abdominal pain and fever (temperature unknown). The patient was administered 500 ml normal saline. Heart rate was irregular and 100s, white blood cell count was 16.3 with 84.2% neutrophils and lactic acid value of 2.43 (0.5-1.90 reference range). The patient was admitted with sepsis based on tachycardia and leukocytosis along with lactic acidosis secondary to unknown cause but suspicious for spontaneous bacterial peritonitis versus colitis. The patient continued pd therapy during hospitalization with a change in prescription ( from 7 fills of 2000 ml with 500 ml last fill changed to 5 fills of 2000 ml and 300 ml last fill; continued 1.5% until blood pressure improved). Potassium level dropped to 2.8 (unknown date) which was aggressively replaced (type, dose, route unknown). An electrocardiogram (EKG) performed was abnormal showing sinus tachycardia with a rate >99 with supraventricular bigeminy with sv complexes. The patient was also treated with zosyn 2.25 g/50 ml (route and frequency unknown) and zyvox intravenous (IV) 600 mg (frequency unknown). The patient improved and was discharged from the hospital (date unknown). The patient was seen in the pd clinic for repeat fluid culture (unknown results) and was found to have some lower extremity edema, resulting from an ongoing issue with the patient needing to utilize the proper pd fluid and restrict water intake to 1.5 l per day as well as keeping a low sodium diet.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.